Event description:
Right transfemoral arteriogram with distal runoff being performed. Md negotiated previous vascular graft by making catheter floppy. When made stiff again, indwelling wire broke. Loop in end of catheter created knot. Could not untie nor extract. Had to be surgically removed by cut down procedure in surgical suite.